Event description:
It was reported that there was difficulty removing the lead from the implantable neurostimulator (ins). Reportedly, the ins could not be disengaged from the lead even though the setscrew was completely retracted. The lead was finally removed but removal caused the #3 electrode to be broken off. The lead was left in place and it was attempted to connect the lead via a new extension to a new battery. Subsequently, there were readings of >4000 ohms on all bipolar and unipolar pairs. A revision procedure was scheduled for (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report# 3007566237-2011-08316.

Manufacturer narrative:
(B)(4).